Manufacturer narrative:
Cause: our importer teladoc conducted an investigation of the original blood pressure monitor and found no issues. The device performed within its specified accuracy range. For transtek, there are some similar claims from other feedbacks and the cause analysis should be the same theoretically as below. 1. We checked the all related DHR, including manufactured process records, fqc inspection records, ect, and no accuracy issue was found. 2. The product has passed clinical validation iso 81060-2:2018. Its performance meets the requirements. 3. The instructions have already covered the relevant operation. The customer might not read the instructions carefully. Corrective action: prepare a document concerning troubleshooting and essential precautions as a notification of reminder for customer promotion to minimize the risk of user mis-operations. Conclusion: this issue would not cause or contribute to a death or serious injury, not a MDR event.

Event description:
Event description manufacturer narrative(provided by teladoc) a replacement device was sent to the patient to resolve their reported concern. The device associated with this complaint was returned and inspected. No issues were found during the inspection and the devices was performing as expected. Event description the patient reported an accuracy concern with their blood pressure monitor. The patient stated that their monitor was compared to a manual reading performed simultaneously by a medical professional and their monitor was 20 points higher. The patient didn't receive any medical treatment because of the inaccurate reading from the teladoc blood pressure monitor.